Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the bone/ cement interface. Depuy cement was used. On (B)(6) 2016: the patient underwent a left total knee arthroplasty. Attune implants were utilized with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. On (B)(6) 2016: the patient underwent a revision of the left knee for increased pain post a fall (fell approximately a month prior to revision) and radiographic evidence of tibial plate loosening. Intraoperatively, the tibial plate was found loose at implant-cement interface and the patella was almost covered by scar tissue envelope. Scar tissue was removed and surgeon replaced patella, tibial plate and poly insert with depuy implants and depuy cement. No complications noted in revision. Doi: (B)(6) 2016. Dor: (B)(6) 2016, (tibial, insert, patella).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.